Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr result from a coaguchek xs plus meter compared to an unknown laboratory method. The results from the meter were greater than 8 inr and 7.1 inr. The laboratory result from a venous sample was 5.3 inr. The questionable results from the meter were reported to the patient's health care provider. There was no allegation of an adverse event. The investigation is currently ongoing

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.